Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil failed to detach via the manual method. Apb-1.5-3-hx-es could not be detached, after it completely entered the aneurysm. An instant detacher was not used. 5 manual detachment attempts were made but all were unsuccessful. Images have been provided. The patient was treated with qc-1.5-2-helix and apb-1.5-1-hx-es and they were used successfully. The patient was being treated for a ruptured, saccular, cavernous sinus artery. The max diameter was 2.5 mm and the neck was 2 mm. The blood flow and vessel anatomy were booth normal. No patient injury occurred.